Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing, power supply testing and stress testing without duplicating the report. An internal inspection found no discrepancies. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no critical errors or power related items. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down and would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.